Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient and their husband regarding the patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had the ¿settings not available¿ message on their controller. They stated that they had groups a, b, and c and they tried each group, but they still got the ¿settings not available screen when they tried to increase the amplitude. The patient was on group a and was getting the ¿settings not available¿ screen at 6.0mv. It was reviewed that the patient could reduce the intensity down to zero on the available active group and then increase the intensity back but, they were also informed that once the stimulation was decreased down there was a chance it may not increase back up. The patient opted to not do this on the call. The patient was redirected to follow-up with their healthcare provider (hcp). Patient services also recommended that the patient charge their ins to full before trying to increasing their amplitude as the patient¿s ins was at 40 percent and the controller was at 90 percent. No symptoms were reported. A rep called the next day reporting that they spoke with the patient a few hours ago and the patient indicated that they were instructed to recharge their ins and they hadn¿t heard anything further from the patient so they assumed the issue was resolved. Technical services reviewed that if the issue did continue then they would recommend meeting with the patient for further troubleshooting. The event occurred on (B)(6) 2018. Additional information was received from a manufacturer¿s representative (rep). The rep reported that they assumed the cause of the settings not available message was charging as they had not heard from the patient and they told them to call if the issue didn¿t resolve. No further actions/interventions were taken to resolve the settings not available message. The rep assumed the issue was resolved. Additional information was received from the patient via a rep on (B)(6) 2019. The rep reported that the patient was going into out of regulation and upon an impedance check, it was determined that 3 contacts were greater than 40,000 ohms. The rep reported that the patient stated she went to the gym and used the universal equipment, no weight bearing. The rep reported that they reprogrammed the patient to recapture the painful areas. The issue was resolved. No further complications were reported.